Event description:
A clinical director reported that following an intraocular lens (iol) implant procedure, a patient experienced poor quality of vision and glare. The iol was exchanged with a monofocal iol. Additional information was received from the surgeon who reported the event resolved after the iol exchange. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unknown handpiece and viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. (B)(4).